Event description:
A patient stated that she had to undergo revision surgery to replace her trident hip.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown trident hip. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
This event is a duplicate of per (B)(4). This event has been reported under MFR report for report #(2249697-2011-00434).

Event description:
A patient stated that she had to undergo revision surgery to replace her trident hip.